Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.

Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550ml. Flow rate: 5ml. Procedure: unk. Cathplace: unk. The pt reported that he had pushed the bolus button the previous night at 7pm and that it had not popped back up. The orange refill indicator was reported to have been in the upper position. The hotline nurse instructed the pt to close the clamp and call anesthesia. Anesthesia instructed the pt to discontinue the pump. Infusion started (B)(6) 2011. Date of event: (B)(6), 2011.